Event description:
Customer reportedly received the following results: mobile system: 513 mg/dl (02:15); aviva system 74 mg/dl (02:18); mobile system 174 mg/dl (02:19). Approximately 20 minutes later the customer reportedly received the following mobile system/aviva system results: 552 mg/dl (02:42) / 47 mg/dl (02:45) no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The customer did not provide product information for the aviva system.